Manufacturer narrative:
The customer returned strip lot 434923-21 which was tested using a retention meter and quality control materials. Test results: strip 1: 2.7 inr. Strip 2: 2.7 inr. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. Using strip lot 43492321 with expiration date 30-apr-2020: at 10:40 am, the laboratory result was 4.9 inr and at 12:58 pm, the meter result was 3.7 inr. On (B)(6) 2020 at 10:40 am, the laboratory result was 3.9 inr. At 1:15 pm, the meter result was 5.7 inr. Using strip lot 44009621 with expiration date 31-may-2021: on (B)(6) 2020 the laboratory result was 2.5 inr and the meter result was 3.3 inr. The therapeutic range was 2.5-3.5 inr.